Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the paramedics were called due to low blood glucose levels. The paramedics were called 25 to 30 times. They would give him a sugar shot and waited until his vitals were fine. Customer's blood glucose level was 30 mg/dl. The last time the paramedics came by was four months ago. The device was not returned.